Event description:
Same case as MDR ID#: 2134265-2013-09626. It was reported that guide wire fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 182cm j (5pk) choice pt guidewire was advanced to the target lesion. During the case, the wire was fractured. The wire was pulled out from the patient's body. A 2mm x 2.25mm ion stent was selected to treat the lesion but it came off in the touhy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID#: 2134265-2013-09626. It was reported that guide wire fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 182cm j (5pk) choice¿ pt guidewire was advanced to the target lesion. During the case, the wire was fractured. The wire was pulled out from the patient's body. A 2mm x 2.25mm ion¿ stent was selected to treat the lesion but it came off in the tuohy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: around 70s. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user medwatch (B)(4) that tip detachment occurred and not guide wire fracture as previously reported. The wire tip fractured off the shaft of the wire. The physician attempted to retrieve the detached tip but it was unsuccessful. The tip lodged in an artery in the patient's right lower extremity. The stent was removed from the patient without incident.

Manufacturer narrative:
Changed upn from h7491216101j1 to h7491216101j2. (B)(4).